Event description:
One endeavor sprint drug eluting stent was implanted in the rca during the index procedure. It is reported that the patient suffered an mi approximately 60 months post index procedure. It was not assessed if the event was related to the target vessel or the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
Investigator assessed that the previously reported mi approximately 60 months post index procedure was related to the study device and the target vessel.